Event description:
It was reported that the right atrial impedance (ra) of this pacemaker system was fluctuating between 800 ohms and 1,700 ohms on a frequent basis. The minute ventilation signal was also present on the ra channel but not sensed. No noise was noted. Additional information was received which indicated that this patient exhibited pacing inhibition. Technical services (ts) confirmed this device did appear to have spring contact issue going on and recommended to reprogrammed. Furthermore, there was a brady event that was stored on the holter that was not on the device. Ts stated that the device is programmed aair so it has no mechanism to pace in the ventricle and mentioned that if the holter stored a brady event, it may be possible that the patient now has some intermittent heart block. In addition, the atrial lead impedance remains intermittent, and a signal artifact monitoring (sam) was recorded due to minute ventilation (mv) oversensing signals, and it has been disabled ever since. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the right atrial impedance (ra) of this pacemaker system was fluctuating between 800 ohms and 1,700 ohms on a frequent basis. The minute ventilation signal was also present on the ra channel but not sensed. No noise was noted. The pacemaker and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.